Manufacturer narrative:
Device evaluation: the explanted pump and system controller were returned to the manufacturer for evaluation. Analysis of the data retrieved from the returned system controller confirmed the reported pump stoppage, low speed, and low flow alarms while the lvad system was connected to the power module. Full functional testing of the system controller revealed that the device functioned as intended. The data recorded in the log file could not be correlated to an issue with the system controller; however, the events were consistent with a potential driveline issue. The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing. The severed portion of the driveline was returned in a segment measuring approximately 35 inches. Evaluation of the driveline revealed minor metal braided shield breakdown approximately 2.5 inches from the metal connector (terminus of the distal end bend relief). High potential testing of the driveline revealed breaches in the insulation of the yellow and green wires adjacent to the nipple of the pump housing, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the yellow or green wire made contact with the metal braided shield while the lvad system was connected to a tethered power source such as the power module, the resulting short to shield would have resulted in the pump stops and low speed advisory/hazard alarms observed in the submitted system controller log file. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Review of the device history records for the pump and system controller revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller's log file contained pump stoppage, low speed, and low flow alarms while the patient was connected to the power module. A percutaneous lead fracture was suspected, and the pump was supported with batteries. The patient underwent a pump exchange on (B)(6) 2017. No further information was provided.